Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the internal carotid artery with a max diameter of 5mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the distal segment of the pipeline failed to open during delivery. It was noted the device was not in a bend, more than 50% was deployed, re-sheathing was done less than 3 times, and a wire/catheter was used to try and open the pipeline. Finally, the physician resheathed and removed the device with the marksman microcatheter, but the pipeline deployed in the microcatheter when removed. A replacement device was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed acceptable occlusion of the aneurysm. Ancillary devices include a navien guide catheter.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-77148), ruler (m-83360), 0.0265¿ mandrel, camera (panasonic lumix dmc-zs5) the pipeline flex w/ shield (model: ped2-475-16 lot: a718163) was returned for analysis within a shipping box; within a sealed biohazard pouch and without a dispenser coil or introducer sheath. The marksman micro catheter used during the event was not returned. The device was decontaminated as per manufacturer protocol. The pipeline flex w/ shield pusher was found bent at ~126.6cm from the proximal end. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The tip coil was found intact. The braid was returned already deployed with both ends frayed and damaged. One end of the braid was found slightly tapered. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed as one end of the braid was found slightly tapered; however, the cause could not be determined. Possible causes for failure are patient vessel tortuosity, incompatible micro catheter, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vesse l bend, presence of other indwelling endovascular stent and inappropriate anatomy. As the device was returned already deployed and not within its protective dispenser coil and introducer sheath, damage could have also occurred during return shipping to medtronic for analysis. Customer reported device was not in a bend, more than 50% of the device was deployed, re-sheathing was done less than 3 times, and a wire/catheter was used to try and open the pipeline. As the marksman catheter used in the event was not returned for analysis, any contribution of the marksman catheter towards the failure could not be determined. The marksman has an inner diameter of -.027¿ which is compatible for use with the pipeline flex w/ shield. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.